Event description:
It was reported that the patient was admitted via ER a day after the device was implanted due to memory loss. No complications have been noted and the patient was doing well after the procedure, but later on, patient started having memory loss. The physician believes it may have been anesthesia related. It has been confirmed that the memory loss was not device related and the patient was doing well. No further intervention needed.